Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was located into superior vena cava. It was stuck and was not able to pulled out. Boston scientific technical services (ts) discussed if the lead was capped it will not get magnetic resonance imaging (MRI). Since the lead was stuck, it should not be moved. This lead had a revision. No additional adverse patient effects were reported.